Manufacturer narrative:
Product ID, 3888-45 lot# va013qh, implanted: 2012 (B)(6), product type lead product ID, 3888-45 lot# va013qh, implanted: 2012 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37746 lot# serial# (B)(4), product type programmer, patient (B)(4).

Event description:
It was reported that they were going to put the leads in different places because the patient knew "it wasn't right from the beginning anyways." It was stated that the therapy was in the wrong area.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was going to have a lead revision. It was stated that the leads were to be repositioned in order to "get better coverage." No further information was known at the time of report. Further information has been requested. A supplemental report will be filed if additional information becomes available.